Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #3006705815-2016-00559. It was reported the patient underwent a trial lead implant procedure on (B)(6) 2016. On the morning of (B)(6) 2016, the patient had seizures and became unresponsive. The patient was admitted to the ICU and was stabilized. The patient was hospitalized for four days. Stimulation was resumed after the patient was discharged from the hospital. The doctor did not believe the seizures were related to the procedure or the trial leads.